Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received add'l event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the add'l info received. This pt was being treated for gynecological issues and underwent a surgical procedure on (B)(6) 2007 to remove cysts and endometriosis through the abdomen, at which time it was thought best to remove the lower abdominal composix kugel mesh. It is noted in the operative dictation that there was no hernia recurrence in the area of the explanted mesh. It was also noted that the composix kugel mesh was "partially extruded creating a defect and adhesions of the small bowel to the inferior surface of the mesh." But appears to have been removed solely for the purpose of the other medical issues not related to the composix kugel mesh. Currently, it is unk whether the device may have caused or contributed to the reported event. The info provided indicated that the pt was treated for adhesions and potential recurrence. Both adhesions and recurrence are known possible adverse reactions listed in the IFU. A mfg review was performed; the lot passed all inspections and there were no non conformance issues found during the mfg process. Additionally, no sample was returned for eval. With the currently available info, no conclusion can be drawn. See MDR 1213643-2011-00619 for info related to the ventralex mesh implanted on (B)(6) 2007.

Event description:
Based on medical records provided by the pt's attorney: (B)(6) 2007 - pt underwent repair of an incisional hernia with composix kugel mesh and repair of an umbilical hernia with ventralex mesh. On (B)(6) 2007 - pt underwent exploratory laparotomy, multiple ovarian cystectomies, fulguration of endometriosis, lysis of adhesions, and excision of the composix kugel mesh.